Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 24-jun-2020, expiration date: 01-jun-2030, part number: 04.037.144s, 11mm/130 deg ti cann tfna 235mm/right-sterile, lot number: 51p7275 (sterile), lot quantity: (B)(4). Nr was initiated against this lot due to edge break along the top of the medial side oblique hole exceeding maximum condition. This nonconforming condition was subjected to stress-testing and it was determined that the risk was negligible and did not affect the safety of the device. The disposition of the nr was uai and the lot was released from hold. This nonconformance would not have contributed to the reported complaint condition of ¿screw missed the hole in the nail and could not be removed¿. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿screw missed the hole in the nail and could not be removed¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, there was a issue inserting the 5mm distal locking screw with a short trochanteric fixation nail-advanced (tfna) nail. The 5mm distal locking screw screw missed the hole in the tfna nail and was not able to be removed. The screw was fixed in the bone. They are unsure if the aiming arm had loosened during the procedure. With this particular complaint there is no implants to return as all elements of the construct have remained implanted in the patient. There was a surgical delay of one (1) hour thirty (30) minutes. The procedure was successfully completed. No further information provided. Concomitant device reported: aiming arm (part# unknown; lot# unknown; quantity: 1); lockscr ø5 l36 f/nails tan (part # 04.005.526s, lot # 892576, quantity 1); tfna scr perf l110 tan (part # 04.038.210s, lot # unknown, quantity 1). This report is for one (1) 11mm/130 deg ti cann tfna 235mm/right - sterile. This is report 1 of 2 for complaint (B)(4).